Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed an inspection of the console, and found that the debris shield was damaged, therefore, it was replaced with a spare debris shield. After that, the console was working within specification. The issue found with the debris shield could affected the performance of the console, therefore, the allegation against the debris shield was confirmed. Based on the analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, a clicking sound and low power were identified on the console. Also, the debris shield was darker in color, therefore it was replaced along with the fiber, but the issue persisted with the console. After that, the fibers were used with a second laser console and there were no issues and there were no patient complications.

Event description:
It was reported that during a procedure, a clicking sound and low power were identified on the console. Also, the debris shield was darker in color, therefore it was replaced along with the fiber, but the issue persisted with the console. After that, the fibers were used with a second laser console and there were no issues and there were no patient complications.